Event description:
Health professional reported an alleged leaking tube on a lap-band device. The issue began when the device was losing volume after fill appointments. An x-ray confirmed the leaking tubing.

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to indicate the product serial number. The info has not been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. Allergan has received the product, however the analysis has not been completed at this time. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."